Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the patient was in arrhythmia and heart block. On fluoroscopy it was noted that the right ventricular (rv) lead had dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.